Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no other complaint reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported that two days after a glaucoma filtering shunt was implanted, it was touching the iris. Two days later, the pt had hypotony and decreased visual acuity along with an associated choroidal detachment. The choroidal's progressed to the point that the pt had not light perception vision one week following the initial surgery. During the three week postoperative follow up appointment, the choroidal detachment was noted to be resolved and the vision had improved to hand motion, although a retinal detachment was observed. The surgeon reported that the pt underwent a prolonged hospitalization. The pt's postoperative management is ongoing under the surgeon's care.